Event description:
It was reported that during of an endoscopic retrograde cholangiopancreatography (ercp) procedure, after the videoscope was removed from the patient's body and the examination was completed, the distal cover of the videoscope fell off inside the patient's body. Another scope was inserted to look for the distal cover but it was not found. It was unknown where the distal cover fell off. CT scan was done but it did not display the fallen off cover and there was no information on intra-abdominal lavage. There were no further reports of patient harm.

Manufacturer narrative:
E1-facility name: (B)(6) hospital. The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.